Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported inform system neonate results: (B)(6) 2012 meter reading 15:52 bg=26 mg/dl, (B)(6) 2012 lab draw time 16:00 bg=45 mg/dl. No adverse event reported. A request was made for the return of the meter and strips.